Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: ni. Event description: removed ring and it had completely fallen apart (purple part detached). Account rep will provide pictures. Happened on two different occasions with the same dr. - dr. [Name] on (B)(6) 2025 and (B)(6) 2025. Additional information provided by [company rep] on 08dec2025 via email: malfunction occurred mid procedure the first time and then removal the second. [Competitor device] and bowl graspers were also used. No particulate fell into the patient. No, it was not unrolled prior to removal. The sheath tore. Intervention: ni. Patient status: no patient harm.